Event description:
After release in the biliary vessel the device did not open at its proximal end. After dilation with a balloon (brand and size unknown) the stent remained attached to the balloon. When trying to remove the balloon, the stent lenthened and migrated into the parenchyma. The patient died 10 days after. The physician confirmed by phone that the patient death was not related to the reported problem.